Event description:
After insertion of a bridge with compolute/ebs-multi the pt experienced severe postoperative pain reactions. As a result the dentist had to provide root canal treatment on four teeth. This report is about ebs-multi. Report 9611385-1999-00018 describes the same event but is about compolute.